Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: a labeled winding former with an used needle/suture combination of product code (B)(4) were returned for analysis during the visual inspection of sample, the swage and attachment area were noted to be as expected. Marks on the body needle that appears to be use of a surgical instrument were observed. The suture was examined and body fluids along of strand were observed; also, damaged on some barbs was noted and the two sides of the fixation tab were broken. To seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. Due to the sample condition, the assignable cause of the fixation feature breakage, suggests an improper handling of the sample.

Event description:
It was reported that a patient underwent an orthopedic surgery on (B)(6) 2018, and barbed suture was used. The fixation tab was broken during use. There were no adverse consequences to the patient.